Event description:
"At the end of the procedure, during the removal, the bag was broken and the distal part had to be recuperated with difficulty."

Manufacturer narrative:
Investigation summary: inspection of the returned device confirmed that the distal portion of the bag had separated from the rest of the bag. Our investigator was able to replicate this type of failure mode only after inflicting an initial puncture on the bag. Without the puncture, bag separation of this type requires extraordinary effort and the resultant failure mode looks very different. We hypothesize that an instrument punctured the bag prior to failure and this should be avoided. Also, care must be taken when the bag and its contents are too large to be extracted through the initial incision. Applied recommends in our instructions for use; "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." This represents our initial and finial report.